Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The complaint states that "cgm accuracy" was reported. The wearable was inserted into the arm on (B)(6) 2025. On 06/09/2025, it was reported that the patient was rushed to the emergency room since the patient had a reading of 480 on the fingerstick and just the word low on the cgm app after the sensor was put on the arm. The patient uses insulet omnipod5 in modified closed loop. The reporter gave the patient an insulin 8 units of humalog. The patient started throwing up after the patient was given insulin, so the parent decided to go to the hospital (emergency). When they arrived, one of the nurses did a fingerstick, and the reporter said it was more than 300 mg/dl. The reporter said that they did not check the cgm at that time, and also one of the nurses gave him IV fluids. After 1 hour (estimated time), the nurse performed another fingerstick, which showed a level of 200 mg/dl, but the cgm was still not checked at that time. After 5 hours at the emergency room, they did the last fingerstick, which was 190 mg/dl, and still did not check the cgm. The patient was stable during the call. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
G3 date received by mfg - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.